Event description:
It was reported that the surgeon was inserting a eyconics lens using the microstaar injection system and the trailing haptic tore. The lens was removed without enlarging the incision and another same type lens was inserted, no sutures were required. The reporter stated it was likely due to a loading error bt a new technician or due to the cartridge.

Manufacturer narrative:
A lot number search was performed on the cartridge for similar complaints and there were similar complaints. A lot number search was performed for the injector for similar complaints and there were similar complaints.